Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose dropped below 70 mg/dl and the patient started shaken and was unresponsive. A ambulance was called who arrived and rendered treatment. For treatment, the patient was given glucose gel. The pod was worn between 4 and 24 hours on the abdomen. The ambulance left after 15 minutes.